Manufacturer narrative:
Spacelabs healthcare technical support advised the user to check the display cables to ensure there was a tight connection. The nurse was not at the location of the central and stated she would have staff check the cables. At this time the customer has been unable to be reached to confirm that the issue was resolved and confirm cause of failure. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that several displays at their xhibit central station were flickering while monitoring patients. There was no patient or user harm associated with this event.